Manufacturer narrative:
Clinical team was able to confirm user power settings are acceptable. Testing of the returned devices with the customer electrodes confirmed that the competitor electrodes fit perfectly in the 22-esp6h device, removing a fit error from being the root cause. Used product was not returned for testing or further evaluation complaint was able to be confirmed, but true root cause is unable to be determined with accuracy. It may be possible that the insertion area became wet or debris-ed when switching the electrodes during use. The complaint could not be confirmed based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional informaiton pertinent to the investigation, a subsequent follow up report will be submitted.

Event description:
Customer "alleged" that when using a 22-esp6h with a replaced electrode during a breast reduction, the patient received burns from sparks coming from where the tip meets the handpiece. There was no additional patient harm.

Manufacturer narrative:
Product was purchased on order number (B)(4) on (B)(6) 2023 and shipped to mckesson dc 61 in la under invoice number (B)(4) on 6/6/2023 line 24. Product was sold to the end customer shortly after. Customer stated they had instances of where the patient is being burnt at the tip/pencil connection area. Customer confirmed they are replacing the original electrode that comes with the pencil, for either a e1455-6 covdien edge extended tip or 0012am megadyne guarded tip. Customer was asked questions on 10/30/2023. Customer stated: inspection was completed prior to surgery, but was not documented. Power settings were at 40/40 with pure/fulgurate mode selected. It was not known how long the pencil was held active at the times of the event. Sparking only occurred at the junction of the electrode to the pencil. Surgery was a breast reduction and no pictures of the burn site are available. No used product was available for review. New product was requested to be returned for further investigation on 10/31/2023 new product was returned through the RMA room on 11/13/2023. This is the second complaint of its kinds on (B)(4) eaches of 22-esp6h in the last 2.8 years of complaint reviews. In the same time, we have sold (B)(4) number of eaches. (B)(4). The investigation for the complaint is still ongoing. A supplemental report will be submitted once we have completed the investigation or if additional pertinent information becomes available.